Event description:
A trilogy o2 ventilator was returned to the manufacturer's service center for preventative maintenance. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator alarm code was found in the ventilator's downloaded error log indicating the internal battery was not charging. The device's power management printed circuit board assembly was replaced to address the issue. During repair testing, the unit failed the oxygen sensor calibration test step. The oxygen blender printed circuit board assembly was replaced to address this issue. After repair the device passed repair test and was confirmed to operate properly.